Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was discharged and the last successful attempt was sometime in early (B)(6). The caller said the patient was is the hospital to try and work on charging the device. Troubleshooting was performed on how to pull the device out of a discharged state. No symptoms were reported. No further complications were reported/anticipated.